Manufacturer narrative:
On 04/18/2016 the fse replaced tubing at pinch valve pv42 to fix the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained cleaner leak of less than 3 cc from the coulter lh500 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.